Event description:
On feb. 6, 2024, it was reported to the company that on (B)(6) 2023, a patient underwent a transvaginal fibroid ablation (tfa) procedure. Per the case video, it was a straightforward treatment of a transmural fibroid approximately 5-6 cm. Then one week ago (on (B)(6) 2024), the patient was seen in the hospital experiencing pain and she was diagnosed with uti and sent home. On (B)(6) 2024, the patient was treated for prolapsed fibroid with hysterectomy (route is unknown). Fibroid was described as 'much larger' than what was measured during the tfa procedure conducted on (B)(6) 2023. It was reported that it was foul-smelling. The pedicle could not be readily mobilized; therefore, a hysterectomy was performed. The company has made several attempts to try to contact the surgeon involved in this event but has not been able to obtain additional information regarding this case nor the status of the patient.

Manufacturer narrative:
Per the provided information, the device functioned as expected. There was no device deficiency reported during the procedure. There were no other patient complications reported after the hysterectomy procedure was performed. There was no evidence of device malfunction. The root cause investigation is ongoing and additional information will be provided once received.